Event description:
A report was received that a patient is scheduled to undergo a revision procedure, due to the paddle lead exhibiting high impedances. The physician plans on explanting the lead and implanting a new one.